Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working very well. Customer stated buttons not responding and getting progressively worse. Customer stated every time they changes the battery, it reset itself to factory settings. Customer stated time advances as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.